Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, doing an endoscopic incisional hernia repair, the device was difficult to connect. There were rough and cracked staples that were able to be fired from the device properly. The surgical time was extended more than thirty minutes. To complete the procedure, another device was used. There was no patient injury.